Event description:
The device ws revised due to "ingulnal migratio of the reservoir". 1/14/97 upon receipt of the physician/surgeon's repsonse to co's request for add'l info, he stated" the reason for the revision was due to "herniation of the reservoir into the right ingulnal canal. The reservoir was repositioned, connector(s) only removed and replaced. The operative report stated" this 73 year old had a co inflatable penile prosthesis placed on 11/12/96. He developed a bulge in his scrotum and he was seen in the office and noted to have a reservoir hernia. Pt underwent exploration, reservoir hernia and revision of the prosthesis".